Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an injury. The specifics are unknown. According to the physician's office, there were no complications post-procedure, and the patient is over 18 years old. All other information is unknown and reportedly unavailable.